Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00052.

Event description:
It was reported that the patient was experiencing pain and a burning sensation from using the bone healing system (bhs) with the sflx coilette. The patient was treating her left foot with the device during the night. The patient said that when she first started treatment, she would wake up in pain after 7 or 8 hours. The patient reported that the pain was an 8, on a scale of 1 to 10. The patient described the pain as deep and below the surface of the skin. The patient said that the pain subsides after 30 to 60 minutes and then she can fall back asleep. A few days later, after 3 to 5 hours of treating, the patient woke from a searing burning sensation. The patient said that her skin was not red and the coilette was not hot. The patient tried treating without a sock underneath the coil and the patient still experienced the burning sensation. The patient had an appointment with her doctor and was provided with a replacement bhs controller and coilette for treatment. It was reported that no further information is available.

Event description:
It was reported that the patient was experiencing pain and a burning sensation from using the bone healing system (bhs) with the sflx coilette. The patient was treating her left foot with the device during the night. The patient said that when she first started treatment, she would wake up in pain after 7 or 8 hours. The patient reported that the pain was an 8, on a scale of 1 to 10. The patient described the pain as deep and below the surface of the skin. The patient said that the pain subsides after 30 to 60 minutes and then she can fall back asleep. A few days later, after 3 to 5 hours of treating, the patient woke from a searing burning sensation. The patient said that her skin was not red and the coilette was not hot. The patient tried treating without a sock underneath the coil and the patient still experienced the burning sensation. The patient had an appointment with her doctor and was provided with a replacement bhs controller and coilette for treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with burning sensation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could beconsidered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.